Event description:
It was observed that during the device evaluation, the duodeno videoscope exhibited stain inside of light guide lens and had foreign material in the forceps elevator and distal end. There was no report of patient involvement or user injury associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated fields: h3, h6, and h11. This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation foreign material (stain) on the device could not be identified and there were no reported reprocessing deviations from the instructions for use (IFU). It is likely the foreign material remained on the device due to physical stress such as hitting/dropping distal end or chemical stress such as chemical solution used made lg-lens glue peeled off, then moisture invaded there and corroded. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) section below: detection method is described in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.